Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application crashed halfway through a sensing test, presenting markers were atrial sensed- ventricular sensed (asvs) of the electrograms (egm), however, when the sensing test was ran, the cardiovascular implantable electronic device (cied) sensed and measured the p waves but not the r waves (despite being asvs constantly). It was noted that the test was re-run resulting in the markers disappearing completely, although the egm was still present and unchanged since interrogation. After a couple of seconds, the egms too disappeared, leaving only a dotted line. Troubleshooting steps were taken to include re-interrogating the cied with an alternative programmer and the device was working as expected. And all the device checks were successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer application crashed could not be confirmed but was deemed plausible. Analysis could not confirm the customer comment that the cardiovascular implantable electronic device (cied) sensed and measured the p waves but not the r waves. Analysis confirmed the customer comment that markers and egms disappeared leaving only a dotted line. It was determined at analysis that there was a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.